Event description:
It was reported that a male, pt, was in the cardiac cath lab for intra-aortic balloon (iab) placement in the right femoral artery. Upon insertion of the iab into the super arrow-flex (saf) sheath, the iab became stuck in the sheath. The iab and sheath were removed together and a second iab was placed successfully. The same insertion site was used for the second placement along with another saf sheath. There were no reported complications or injury to the pt. A 5 minute delay was noted. The outcome of the pt is noted as fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.